Event description:
While wearing the sound processor, the pt reportedly had no sound percept. External equipment was exchanged. The pt reportedly experienced intermittent overly loud sensations with no sound percept after a couple of hours of use. Two days later, the pt was seen at the center for eval. Testing performed indicated system lock. However, the pt had no sound percept. Eight days later the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functional. The pt was able to hear with the sound processor. The next day, while using the sound processor, the pt was unable to hear. Surgery was scheduled to explant the pt's device.